Event description:
It has been reported to co that during the procedure as the physician attempted to exchange the wire, the coil of the wire separated. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.